Manufacturer narrative:
Correction information: b4: date of this report. B5. Refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d4: d4: primary unique device identifier (UDI) corrected. F9: age of device. H11: evaluation summary. Evaluation summary: event that occurred is elevator malfunction. Based on the investigation and repair record, a potential root cause of this failure is during insertion, the dec (oe-a63) position shifted and no longer engaged with the scope (link mechanism). Therefore, even when the deflector operating knob was moved, the deflector body remained in the lowered position, and it was assumed that the inserted treatment tool did not stop at the tip but passed through and came into contact with the stomach wall. However, the investigation of the returned product revealed that the elongation of the deflector wire due to long-term use was confirmed, but no abnormalities were found in the installation of the dec or the operation of the elevator. Since the phenomenon could not be reproduced, the cause could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 16-mar-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 30-apr-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code: 2001 perforation. Health effect - impact code: 4605 disruption of subsequent medical procedure, 4617 life. Threatening illness or injury, 4641. Unexpected medical intervention. Medical device problem code: 1384 mechanical problem. Component code: 402 actuators. Type of investigation: 4118 testing. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on (B)(6) 2025. - the only accessory used during the procedure was the boston captivator 13 mm snare; no other accessories were reported. - the procedure was intended for polypectomy in the gastric antrum but was aborted due to a gastric perforation. - the forceps elevator did not function properly during the procedure and remained in the open (lowered) position afterward. - the subject endoscope was returned to pentax medical for investigation. - it could not be confirmed whether the customer possessed the latest version of the instructions for use (6217001s277 rev.05). - it also remains unknown whether the dec became detached during the procedure or if it had been properly installed. Additional information: in relation to this event, three large clips were applied to the perforation site, and the patient was administered an intravenous antibiotic (cefazolin). Emergency imaging was performed with kub (kidney, ureter, and bladder) as well as CT scan (computed tomography). The originally planned ablation procedure was aborted, and the patient will be rescheduled for ablation at a later date. The patient has since been discharged and is expected to return for further screening. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 07-apr-2025, pentax medical became aware of an adverse event involving a pentax medical duodenoscope model ed34-i10t2, serial number (B)(6) within the united states. The facility reported a malfunction of the elevator and a gastric perforation during an endoscopic procedure. A pentax medical representative confirmed that a duodenoscope was used to perform a polypectomy on a gastric lesion. During the procedure, the physician attempted to insert a snare (boston scientific / captivator 13 mm) into the endoscope channel. However, the elevator failed to function despite normal movement of the control lever, and the physician was unable to control the snare. It was suspected that the snare perforated the gastric wall from the antrum. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.